Event description:
Reporter indicated that vns pt lost their voice a couple of days after implant surgery due to trauma from the surgery and subsequent swelling in their neck. It was reported that the pt's voice has not returned six weeks post-implant and that their voice is extremely weak, soft and quiet with no improvement. The pt's family member reported that the pt's left vocal cord was not fully actuating and that the plan was to wait and see if it improves. Investigation to date has been unable to determine the cause of the reported vocal cord paralysis.